Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter exhibited physical damage. During a thunderstorm, lightning hit and shattered the electrical socket breaking the adapter. The device was replaced.

Manufacturer narrative:
Final analysis verified the reported complaint of ac power adapter damage following lightning strike. The transmitter did not power up when plugged into the working ac wall outlet. Upon opening the transmitter, burnt components on the circuit board was observed. A burnt mark on the inner housing right behind the telephone line connection was also noted. There was no damage to the other side of the circuit board. This shows that the transmitter was hit by high current flow through the telephone line during the lightning strike. These electrical lightning strikes could potentially generate thousands of amperes of current flow, which can completely destroy them.